Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview 7 xb bisector for the vein and the knife would not fully extend making it impossible to get around branches or use it without damaging the vein. They inspected it and cleaned it, but it appeared the knife was bent and off its track. They opened a new kit for the bisector and that one worked correctly. No harm or risk of harm to the patient. No delay.

Event description:
N/a.

Manufacturer narrative:
Rackwise #(B)(4). The device was returned to the factory for evaluation on 10/05/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The bipolar electrodes were observed to be intact, with no visual defects observed. The cutter was to be intact, with no visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to extend and retract the cutter blade. There were no visual or physical difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.